Event description:
A customer contacted baxter's technical service center to report they needed to restart the setup due to the supply bag falling off the table and disconnecting. The technical service representative (tsr) had the homepatient (hp) cycle power to restart the setup with all new supplies. On (B)(6) 2010, product surveillance contacted the hp's husband regarding the supply bag falling off the table and disconnecting. The husband stated that his wife was in the hospital and did not want to talk about the incident. The husband hung up the phone before any further questions could be asked. No further information was provided. On (B)(6) 2010, product surveillance contacted the home patient's peritoneal dialysis nurse (rn) regarding the report that the supply bag fell and disconnected. The nurse stated that she was unaware of the situation. Product surveillance had inquired about the hospital visit and the nurse was reluctant to give out that information. No further information was given.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed due to a lack of sample. The lot number is unknown, therefore a batch review was not performed. Root cause was undetermined due to lack of sample. The cause of the connection issue was due to improper set up of the bag. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). The device is unavailable for evaluation. Should additional information become available, a follow up emdr will be submitted.